Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced a burn and blister from the transmitter. He reported that a buzz and crackling noise came from the transmitter and that he could smell burnt electronics in the room. He reported that he experienced a burn and blister on his skin at the sensor site. The patient reported that he applied neosporin and that a healthcare professional inspected the burn for infection.